Manufacturer narrative:
Multiple attempts were made to obtain a return device for investigation. However, no update has been received from the customer regarding the product return status. Without the return of the device, a probable cause is unable to be determined. If additional information or if any device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. It was reported that the tubing leaked simponi aria out of the filter component. The facility staff ensured that the connection was tight from the bag and that the leak truly leak truly came out of the filter area. The tubing was inspected as best as possible but no punctures were identified. The device was leaking from the plastic filter part; so the reported indicated that it may not have been visible. There was no harm to the patient as a result of this complaint event.